Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported the customer delivered too much insulin via pump and manual injections to correct for a blood glucose that was 350 mg/dl. Subsequently, the customer's blood glucose decreased to 49 mg/dl which was addressed with the customer consuming juice and sugar.